Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead did not capture bipolar at maximum outputs, there were high thresholds, and high impedance. A possible fracture was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.